Event description:
After using this oxygen concentrator, I experienced recurrent respiratory infections. Every time I use it, my symptoms worsen, including coughing, nasal congestion, and sore throat. This has made me doubt the filtration system and hygiene measures of this machine.